Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 437 mg/dl. The customer stated that there were symptoms of nausea and vomiting. The customer was treated in the hospital. The customer was admitted at the hospital. After the troubleshooting was done, the customer was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.